Event description:
Caller alleged false negative hcg results using the henry schein one step + hcg urine cassette test. Technical services was unable to contact the customer to obtain add'l info. No report of death or serious injury.

Manufacturer narrative:
Investigation pending.